Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Discarded by hospital as biohazard.

Event description:
It was reported that during a surgery, the surgeon tried to use this product to insert a suture anchor. The anchor of this device was not going in and after removal of the device from the patient the surgeon noticed the anchor had fractured. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during a surgery, the surgeon tried to use this product to insert a suture anchor. The anchor of this device was not going in and after removal of the device from the patient the surgeon noticed the anchor had bent. Additional holes were drilled in the patient to complete the surgery with additional devices. No further information is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.